Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the failure of single point load cell #2, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed multiple (ua) 07 errors; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. Single point load cell #2 was replaced to remedy the error. After the load cell was replaced, the device was tested using the lrtf (large resuscitation test fixture) for approximately 15 minutes, and it was noticed that the driveshaft not moving freely, unrelated to the reported complaint. The malfunctioning integrated encoder gearbox was replaced to remedy the problem. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).